Event description:
Device malfunction: failure to deploy - thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, the exchange "sheath did not split correctly." A dilator was inserted into the access ports unlocking the thumb advancer, enabling it to be retracted proximally, the safety release slider was activated, retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.